Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge change error occurred. Troubleshooting revealed that there was an o-ring on the pneumatic tap. Customer removed the o-ring and successfully reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 200 mg/dl.